Event description:
It was reported the patient presented during an unrelated procedure. During the surgery, it was discovered the atrial lead had an insulation breach. The atrial lead was explanted and replaced. The patient was in stable condition.